Manufacturer narrative:
No samples were returned for evaluation and insufficient info was provided for the reported issue to be replicated. The root cause of the reported issue could not be determined. There were no add'l complaint reports for the reported serial number. A review of complaints indicates no adverse trends for the reported issue.

Event description:
The customer reported a smoke odor coming from the system with the system not accepting commands. No pt injury, but surgery was cancelled.